Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and deploy the cannula or to determine its root cause. Lot qualifications records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that when she activated the pod, the cannula did not deploy. Her blood glucose rose to 263 mg/dl. The pod worn for less than an hour.